Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that the blood glucose was running high from 300 mg/dl to 500 mg/dl. The customer's spouse stated that they bolus to bring the blood glucose down. The customer's spouse reported that they were having bent cannulas. The customer's spouse declined to troubleshoot for high blood glucose at the time of call. The insulin pump will not be returned for analysis.